Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based on information obtained through follow up. No information has been received indicating or alleging a product problem or malfunction. If additional information is received a supplemental report will be submitted.

Event description:
Review of the manufacturer's database revealed the patient is deceased and died two days later following a device and lead implant. Information was requested and it was learned the cause of death was septic and hemorrhagic shock. No other information is known at this time.